Manufacturer narrative:
Analysis of the returned device shows that visual analysis reveals that the distal end of the implant is damaged. The ¿ears¿ at the opening where the inserter connects to the implant has become splayed ¿.75mm. One of ¿ears¿ has cracked. There are witness marks on the distal face to indicate the implant was snug against the inserter. The threads are not damaged. The damage to the sides of the implant appears to be from the removal process. The above observations are consistent with overload during impaction.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that a patient underwent an unknown spinal procedure at l4-l5. During the procedure, it was reported that the cage broke. The broken pieces were able to be removed. No further details are known at this time.